Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to having a correction factor that was too high. The customer received third party assistance from their husband, who provided carbohydrates to address bg. The customer was confused and disoriented, but this event did not cause an injury. Customer has adjusted the correction factor with their healthcare provider in an attempt to prevent further low bg events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per qs-043. The information will be used for tracking and trending purposes.